Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, myocardial infarction,vessel dissection, acute thrombosis, thrombosis in the stent or treated vessel and restenosis occurred. In (B)(6) 2010, the patient had a 2.25x28mm taxus stent implanted in the rca. On (B)(6) 2011, the patient presented with sub sternal chest pain and was diagnosed with st elevation myocardial infarction. Cardiac catheterization was recommended. Coronary angiography revealed 100% proximal occlusion prior to the previously deployed 2.25 x 28 mm taxus stent, suggestive of acute in-stent thrombus. The rca was then crossed with a wire and aspiration thrombectomy was performed. Following that, significant residual edge stenosis was noted, possibly due to little edge dissection on the stent. This was treated with the placement of a 2.50 x 12 mm taxus liberte study stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).